Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose , diabetes ketoacidosis with blood glucose of 385 mg/dl, also 365 mg/dl, current blood glucose was 72 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms such as nausea. Event caused to hospitalization was incoherent. The customer was treated with insulin pump and outcome was fluids and insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.